Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had ineffective stimulation. As a result, the patient had their lead explanted and replaced. Therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.